Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced a ¿brief sensor issue¿ on his cgm device. The patient was asymptomatic. The patient's insulin pump (brand not specified) was also asking her to calibrate the sensor. The following day on (B)(6) 2025, the patient¿s ¿brief sensor issue¿ returned. The patient took a bg meter reading, which was 600 mg/dl. The patient could not recall the last cgm value provided to her prior to the "brief sensor issue". Around 730pm, the patient called her doctor for advice and was told to go to the emergency room (ER) for evaluation. Ems was called and the patient was transported to the ER. At the ER, the patient¿s bg meter reading was 750 mg/dl. The patient was treated with multiple insulin injections and IV fluid containing nacl. On (B)(6) 2025, around 4pm, the patient was discharged with a bg meter reading was 250 mg/dl (less than 24 hours in the ER). The patient was ¿tired and a bit dizzy¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR,, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional h2: additional information

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced a ¿brief sensor issue¿ on his cgm device. The patient was asymptomatic. The patient's insulin pump (brand not specified) was also asking her to calibrate the sensor. The following day on (B)(6) 2025, the patient¿s ¿brief sensor issue¿ returned. The patient took a bg meter reading, which was 600 mg/dl. The patient could not recall the last cgm value provided to her prior to the "brief sensor issue". Around 730pm, the patient called her doctor for advice and was told to go to the emergency room (ER) for evaluation. Ems was called and the patient was transported to the ER. At the ER, the patient¿s bg meter reading was 750 mg/dl. The patient was treated with multiple insulin injections and IV fluid containing nacl. On (B)(6) 2025, around 4pm, the patient was discharged with a bg meter reading was 250 mg/dl (less than 24 hours in the ER). The patient was ¿tired and a bit dizzy¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that sensor error under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.